Manufacturer narrative:
As of this report, the device has not been returned for analysis and it is not included in any advisory. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.

Event description:
Boston scientific received information that this device was part of a legal action and the patient passed away. This patient was a male. It was reported in the legal claim that the cause of death was sudden cardiac arrest, acute ventricular arrhythmia, and blockage of system of cardiac conduction. Additionally, it was claimed that this device malfunctioned which resulted in the patient's death. Upon further review of the autopsy and death certificate provided to our company, boston scientific has no specific information as to whether the device was involved in the patient's death. The device is not subject to an advisory.